Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left circumflex (lcx) artery that was heavily calcified and moderately tortuous. A 3.25x38mm xience skypoint stent was advanced to the lesion in lcx, but it failed to cross. There was also resistance during removal of the device. After additional pre-dilatation of the lesion, a new stent was deployed to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.